Event description:
It was reported that the lower portion of a ventilator's graphical user interface (gui) display was rendered illegible while ventilating a patient. The patient was removed from the device and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device and verified the reported event. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and liquid-crystal display (lcd) flex circuit to resolve the reported event. The device passed all calibrations, short self-test (sst); extended self-test (est); and performance verification testing according to the manufacturer's specifications.